Event description:
It was reported that, during a tonsillectomy using a foot pedal with a coblator ii controller, a patient's arteries were mistakenly cut, which resulted in significant bleeding, immediate consult, surgical repair by vascular surgery and admission for subsequent care and monitoring. The bleed that the patient experienced was the result of accidentally stepping on the wrong foot pedal of the surgical tool. It is unknown if a back-up device was used to complete the procedure and if there was any surgical delay. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that based on the limited information provided, it is unknown if the IFU for the coblator was adhered to. The patient impact beyond the reported surgical repair and admission for subsequent care and monitoring could not be confirmed nor concluded since the patient¿s outcome is unknown. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time. H11: h2: corrected data on h6 (health effect - clinical code & health effect - impact code).